Manufacturer narrative:
The device was evaluated by the manufacturer (h3). An incorrect investigation finding code was previously selected (h6).

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. The device was received for investigation. The device generated an alarm, indicating that the pod was occluded. There were timeouts observed in the data. Fluid initially did not freely pass through the fluid path. The soft cannula was identified as the source of blockage, and crystallized insulin was observed in the distal tip. After clearing the crystallized insulin from the soft cannula, fluid could pass freely through the complete fluid path and out the distal tip of the soft cannula. No leakages were observed. Inspection of the device did not find any damage or deficiencies that could contribute to the observed hazard alarm. The exact cause of the hazard alarm could not be determined. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The adhesive pad and welds were also inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported bleeding and adhesive issue could not be determined.

Event description:
It was reported that the patient¿s blood glucose level rose to 25 mmol/l (450 mg/dl) between 49 and 71 hours of wearing the pod. The legal guardian (lg) reported an occlusion alarm occurred while administering a bolus. The pod lasted 3 days and was about to be changed in a few hours. The lg further reported that the adhesive of the pod was not totally placed and there was bleeding noted at the pod site. The device investigation found an occluded cannula.